Manufacturer narrative:
The manufacturer previously reported: "the manufacturer was contacted regarding the voluntary field safety notice/recall concerning the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has reported experiencing lung-related issues potentially associated with the use of the device. The user is waiting to see her arabic doctor, who is currently overseas. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. In the previous report, the UDI was omitted; it has been included in this report. In addition, the following codes were updated: evaluation method, evaluation results, component code, and conclusion code.

Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall concerning the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has reported experiencing lung-related issues potentially associated with the use of the device. The user is waiting to see her arabic doctor, who is currently overseas. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.